Manufacturer narrative:
(B)(4). Batch # unknown. As the device was not returned, an analysis investigation could not be performed.  A conclusion could not be reached as to what may have caused or contributed to the event.  A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.  If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a rectosigmoidectomy when using the cdh29a circular stapler, it did not fire, some staples came out but did not close or cut anastomosis. Anastomosis had to be undone and redone with another stapler. Leakage test with no signs of leakage. This second manipulation of anastomosis increases the risk of fistulization for the patient "